Event description:
Information received from hcp indicates that pt reported for refill of pump and pump was found to contain the drug amount injected at the last refill date. Patient had experienced "a little nausea and vomiting" before the return visit. Pt takes supplemental oral medications regularly.